Event description:
It was reported the pump software did not suspend insulin delivery. There was no adverse impact to the customer¿s blood glucose. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.